Event description:
(B)(4). Severe chronic cramping, painful sexual intercourse, heavy bleeding during periods, diagnosed with adenomyosis only 3 months after implantation, periods went from 5 days to 10 days and became extremely painful, painful ovulation, chronic pelvic pain. Extreme fatigue, joint pain, vitamin b and d deficiencies, anemia, poor memory. Developed a pancreatic cyst that has continued to grow in diameter. Proctalgia fugax began 2012. Diagnosed with uterine fibroids in 2015. Heart palpitations, dry skin and eyes, heightened allergies, loss of libido, severe depression, panic attacks requiring hospitalization.